Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: visibility/palpability (ripply).

Event description:
Healthcare professional reported "mechanical complication". Later, healthcare professional reported "no complaint, implant ripply". This record is for the right side. Device was explanted and replaced. Device will not be returned.